Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "150mg/dl" with the subject meter and "125mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.